Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient's lab results continued to decline throughout the shift with lactate levels rising from 4 to 14 despite many attempts to correct the arterial blood gases(abgs) and lactate. After the 0330 abg was done a small wet spot was found on the patient's bed, near the IV tubing. No evident leak was found, but the IV tubing was changed. After the tubing change the patient's next lactate level at 0450 had decreased to 9.2, and thereafter dropped steadily. There was no report of lasting patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.